Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a hawkone during procedure to treat the right proximal superficial femoral artery. The calcified lesion exhibited severe tortuosity and severe calcification with 80% stenosis. The artery diameter was 7mm and lesion length was 40mm. A 6 -45 sheath and embolic protection guidewire were used. The vessel was not pre-dilated. The vessel was post dilated. The IFU was followed. It is reported that tip detached/tip damage occurred. Severe resistance was felt during withdrawal. Guidewire advancement/ lock-up/ prolapse/ lumen torn/ ripped occurred. It is reported that the nose cone separated. The device was advanced over bifurcation. The guidewire was hydrated at preparation. Patient was taken to or with 7mm filter in common femoral. Device remains were removed during surgery.

Manufacturer narrative:
Evaluation summary: the hawkone was received inserted in the cutter driver. The torque shaft showed an approximate 90 degrees bend beneath the strain relief. The distal assembly was fractured approximately 2mm distal the cutter window where the coiled section starts. A portion of the coil remained and was stretched longitudinally approximately 2cm. The tip and remaining portion of the coil segment were not returned. Between the stretched coil, red biological material was noted. The distal end of the device showed the drive shaft with the cutter assembly attached. No damage to the drive shaft or cutter assembly was noted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.